Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedures are captured under separate files. No additional information was provided.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2012 due to hernia recurrence, pain, adhesion and mesh migration. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-04102019-0000549230 submitted for adverse event which occurred on (B)(6) 2012. Mwr-04102019-0000549231 submitted for adverse event which occurred on 10/12/2016.